Manufacturer narrative:
The subject otv-s300 was returned to olympus medical systems corp. (Omsc). Omsc evaluated the subject otv-s300 and found that the power supply could not be started up. Omsc assembled the power supply unit in the subject otv-s300 into omsc asset otv-s300, and confirmed the operation. As a result, omsc found the reported phenomenon was reproduced. Therefore, omsc determined that the power supply unit of the subject otv-s300 was attributed to the cause of this start-up failure. And omsc evaluated the power supply unit of the subject otv-s300 and found the electronic component mounted on the circuit board in the power supply unit was broken with short-circuit. Omsc determined that the breakage of the subject electronic component was the cause of this start-up failure of the power supply. Furthermore, omsc evaluated the broken subject electronic component and it was turned out that there was not sufficient margin of specification of the subject component against actual use environment due to power supply unit design. Therefore, omsc surmised that the breakage of the electronic component in the power supply unit of the otv-s300 was caused by used in an environment where the subject otv-s300 exceeded the specifications of the subject electronic component. The otv-s300 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
When the user was about to start the laparoscopic nephrectomy after inserted the trocar, the subject otv-s300 shutdown with a loud noise. (Combination scope: endoeye flex deflectable videoscope olympus ltf-s190-10 ) other products mounted on the trolley were worked properly. The user replaced the trolley which was mounted on the subject otv-s300 with another products and completed the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".